Event description:
Reporter indicated that high lead impedance was obtained during system diagnostic testing at an office visit, indicating a possible lead malfunction. Patient x-rays were subsequently taken and sent to manufacturer for assessment. During review of x-rays, a likely lead discontinuity was identified below the anchor tether. There was no reported trauma or manipulation of the device, no reported adverse events associated with the lead impedance, and no interventions other than programming the generator to 0ma were taken. Revision surgery is likely.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.